Manufacturer narrative:
Patient information has been requested, but not yet received.

Event description:
Customer reported two pts had dermatitis, due to long time exposure to x-rays during ep exams. This report will serve as report 2 of 2. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.